Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety attack"), dyspnoea ("can't breathe") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and dyspnoea outcome was unknown and the anxiety and panic attack had resolved. The reporter considered anxiety, dyspnoea, medical device removal and panic attack to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: medical device removal, panic attacks. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.